Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. The device was return for analysis. Analysis of the device image revealed that device went into backup mode due to reset error. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly.

Event description:
It was reported that during the implant procedure, the pacemaker exhibited lost of rf telemetry with the merlin programmer. The pacemaker was re-interrogate and it was found that the pacemaker in backup operation. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.